Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, at 21:59:56. During night drain cycle four, the patient's ultrafiltration reading was 1530ml, indicating the home patient (hp) drained 1530ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The device received an external/internal inspection and functional testing. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.